Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was also reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) level reached 300 mg/dl while wearing the pod between 24 and 36 hours. After realizing elevated bg levels, patient found the cannula had not inserted and the pink slide did not move forward as intended; this indicates that a needle mechanism failure occurred. Additional method of treatment was not provided.

Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. The device completed first prime and second prime in an expected number of pulses, and it was deactivated at 1604 pulses. No damages were observed to the needle mechanism. The needle mechanism was reset, and it redeployed as intended. No problems were observed that would cause a needle mechanism failure. No damages were observed to the needle mechanism nor the fluid path. The cause of this event could not be determined.